Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g). Event summary: as reported that the basket of a 'ncompass nitinol tipless stone extractor' broke during use. The procedure being performed was a stone ureteroscopy. The issue with the device was that the basket stopped functioning. Another same type device was used to complete the procedure. The patient did not experience any adverse effects. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The product returned to cook for evaluation in the opened pouch without the shipping tray. The pouch was rolled up with the complaint device loose in the pouch. The product was severely kinked in several locations along the sheath. A functional test found the basket was open and could not be closed. The handle was disassembled and could not be actuated manually. The basket wires were undamaged, and the basket had proper shape. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, the cause for the complaint could not be determined. The observed basket sheath damage could have resulted from the conditions the device experienced during the return process. It was not possible to determine if the device was damaged during use, during return, or both. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5. Corrected information: h6: medical device problem code (annex a). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 06jul2023: the procedure being performed was a stone ureteroscopy. The issue with the device was that the basket stopped functioning. Another same type device was used to complete the procedure. The patient did not experience any adverse effects.

Manufacturer narrative:
E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported that the basket of a 'ncompass nitinol tipless stone extractor' broke during use. It was reported that there were no injuries to the patient. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.